Manufacturer narrative:
There was no sample returned for eval, therefore the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis pt reported that the fluid was leaking from the cassette into the cycler during the first drain. There is no report of pt ill effect. There is no sample available for eval.